Event description:
It was reported that during an unspecified ortho surgery, it was discovered that the battery oscillator device had no power at all. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6)2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional and did not engage when power was applied. It was observed that there were signs of an unknown liquid on the internal components. It was determined that the electronic control unit was not functional and the electronic motor was damaged. Therefore, the reported condition was confirmed. The assignable root cause of the type of damage on the electronic components was determined to be due to improper cleaning and possible immersion. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.